Event description:
The subject stent device was returned for analysis and the device investigation revealed that the stent deployed prematurely during use and stent stabilizer was broken/fractured during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was deployed and not returned. The delivery catheter was seen to be kinked in three locations 1cm, 52cm and 8cm from the hub. The stent stabilizer was seen to be fractured 6cm from the hub. The stent stabilizer was seen to be kinked in numerous areas. The stent stabilizer was seen to be flat in the mid- section. Functional inspection to test the reported event ¿stent delivery catheter/guide catheter friction¿ was not performed but defects on the device are consistent with malfunction. Functional inspection to test the reported event ¿stent failed/unable to deploy¿ was not performed as the stent was deployed and not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events 'stent failed/unable to deploy' and 'stent delivery catheter/guide catheter friction' could not be duplicated during analysis. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was described as 'average tortuosity'. However, the percentage stenosis was not known. In the follow-up good faith effort (gfe) answers it is asked 'does physician feel that the anatomy and/or location of intended area of treatment may have contributed to the reported event?:' the answer is 'suspected calcified lesion (percentage unknown), vascular run suggests non-device factors are also being felt'. It was reported that the issue 'occurred at the time of the subject stent implantation. When the stent was delivered and attempted to be deployed after balloon percutaneous transluminal angioplasty (pta) (using the balloon guide catheter), the outer body was too stiff, and the stent could not be deployed. Therefore, the stent was removed from the body. Recoiled was observed [movement of blood vessels to return to their pre-dilated state], thus, the balloon pta was performed once again using the subject balloon guide catheter. The vascular injury occurred during second pta, resulting in carotid cavernous fistula (ccf), but the outflow into the cavernous sinus settled down over time, and the procedure was completed without opening the replacement stent device. The stent was not returned for analysis. The stent delivery catheter was kinked/bent at multiple locations along it length. The stent stabilizer was kinked/bent at multiple locations. It was flattened in the mid-section and the proximal end was also broken/fractured. It was not possible to perform functional testing due to the damage sustained to the device components. The event description indicates there was resistance while attempting to deploy the subject stent device (although it is unknown if the inner body was able to be advanced to the proximal part of the stent in preparation for deployment as instructed in the dfu). It is most likely that due to unknown procedural factors and the presence of the calcified lesion, the user experienced this reported resistance. Due to this resistance, the user repeatedly applied force to try and advance the device, resulting in the damage noted during analysis. The reported events: 'stent failed/unable to deploy', 'stent delivery catheter/guide catheter friction' and the analyzed events: 'stent deployed prematurely during use', 'stent delivery catheter kinked/bent', 'stent stabilizer broken/fractured during use', 'stent stabilizer kinked/bent', 'stent stabilizer deformed' will be assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.